Manufacturer narrative:
This incident report was discovered to be a duplicate of an already existing incident report (manufacturer report # 1820334-2017-03722). The details of the incident have already been previously captured under that report, and any further information will be associated with that incident report number going forward, to avoid further redundancy. The initial manufacturer report was sent in error to the FDA on dec 5, 2017.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The customer reported that the hub of a multipurpose drainage catheter separated from the drain portion of the device. The patient returned to the physician due to the malfunction on (B)(6) 2017, and the catheter was reportedly placed approximately 2 weeks prior to that date. The customer prefers to perform their own investigation of the device, and as such will not release the device for return and evaluation. Additional information was requested from but not provided by the customer.